Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric surgery. While resecting the stomach the device had an incomplete staple line. It fired for the first 50% and then the cutting edge jammed and the load would not continue to fire. The case was completed by retracting the blade and using a new reload. There was no injury caused to the patient and no medical intervention was required.